Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds. The lv threshold was 4.5 volts at 2 milliseconds. The physician stated that the patient will be scheduled for device change and lv lead revision. Subsequently, this lv lead was explanted. No additional adverse patient effects were reported.